Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the malfunction of the electronic circuit or shielding. Then, the subject device was transferred from sorc to omsc, but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device at the user facility, it was found that the endoscopic image on the monitor became black out, and then the image was restored after three seconds. The user feature completed the procedure using the subject device with the procedure time extension. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. In addition, omsc found that a normal endoscopic image of the subject device was displayed as a result of the image test after replacing the internal circuit board of the video connector. At the same time, it was found that when the camera cable and the universal cord was tilted, the angulation was performed, and the distal end was heated, the endoscopic image of the subject device did not change from the normal endoscopic image. And, it was also found that there was no abnormality as a result of the water leakage test, there was no abnormality at the assembly state of the internal circuit board of the video connector and the cable unit of the image sensor, and there was no abnormality inside the bending section such as misalignment of the internal objects. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon was attributed to the breakage of the internal circuit board of the video connector. If additional information is received, this report will be supplemented.